Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device overheated.

Manufacturer narrative:
Alleged failure: we had a problem with an electrosurgical probe that became so hot that we couldn't hold it in our hands. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. Other possibilities such as heat can result from insufficient suction which can result in, inadequate hospital suction, leak, bad connection to the hospital suction line, and clogging caused by suction path blockage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device overheated.